Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated her back has been bothering her and her healthcare provider said she needs to get someone out to reprogram the stimulator in her back. Patient stated it has not been touched since it was implanted a year and a half ago. Agent asked patient if the healthcare provider wanted her to get reprogramming done to optimize therapy or to address an issue and patient stated that it was to address an issue. Patient mentioned that the stimulator had been working good but now for over a month and a half it is shocking her; patient also mentioned being in a new exercise program. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to local reps on behalf of the patient for further assistance on reprogramming the stimulator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.